Event description:
It was reported the customer was experiencing high blood glucose. Customer's spouse changed the basal rates to see if they are programmed correctly. One of the rates was wrong so customer's spouse changed it. Customer's blood glucose was 477 mg/dl. Customer's spouse declined troubleshooting. Blood glucose of 350 mg/dl was also captured. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.